Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. The customer's blood glucose was 110 mg/dl. Reportedly, the pump supplies were changed to address the issue.